Manufacturer narrative:
A customer from germany alleged several discrepant results using the c6800 (positive results) and the r-biopharm combitest sars/flu on the magna pure / lc 480 (negative results). The batch run in question had 94 samples and 59 samples from the run generated a positive sars-cov-2 result. The customer reported retesting samples using an aliquot from the same sample tube and generated a negative result with the r-biopharm combitest sars/flu on the magna pure / lc 480. The customer reported releasing 45 results from the cobas sars-cov-2 test then later corrected with the retest results. The alleged sample ids for these 45 results were not provided, so a full evaluation of the customer¿s data could not be performed in order to determine if the alleged samples had low viral loads that could be at the lod of the assay. No harm was alleged. The customer used a variety of collection tubes and swabs including: neutral tubes with guanidin und abstrich, pcr media kits tubes , utm medium , improviral tubes. The product¿s instruction for uses indicates the cobas® sars-cov-2 is a qualitative test for use on the cobas® 6800 system and cobas® 8800 system for the detection of the 2019 novel coronavirus (sars-cov-2) rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in copan universal transport medium system (utm-rt), bd¿ universal viral transport system (uvt), cobas® pcr media, or 0.9% physiological saline. An investigation into the kit was performed on the kit lot for the sars cov-2 kit lot g26033 and did not confirm the customer allegation. There was no batch trend in the field for that kit and no product issue is suspected. However, the use of the non-recommended swabs and sample collections that the customer is using can contribute to the issues they are seeing on the 6800. Additionally, the differences in test design between the cobas® sars-cov-2 and the r-biopharm combitest sars/flu might also contribute to the results as each test may not be detecting the same target or have differences in sensitivity. This MDR is being submitted for 45 samples associated with complaint case (B)(4), as no unique patient information was provided during the investigation. ------------------------ (B)(4).

Manufacturer narrative:
Investigation is ongoing. Additional information about the allegation and sample ID/results has been requested but not provided. A follow-up report will be filed with the outcome of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged the generation of multiple positive results in a specific test run using the cobas sars-cov-2 test on their cobas 6800 systems. The customer did not believe the results and tested the same samples using a different test on the magna pure lc 480 system. Most of the results were negative on the retest. No harm alleged. The customer indicated the allegation was for one specific test run/batch.